Event description:
It was reported tha the patient's ipg was unable to charge completely and was not holding a charge as well as it used to. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted ipg was not returned.